Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: summary: technical event: 231008 (o2 valve leak) occured. (2) health impact: failure occurs during a general check. A patient was not involved.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Manufacturer narrative:
The 231008 (o2 valve leak) error message occurred during non-clinical use. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The review of the log files by the local technician confirmed the issue. The root cause of the event was determined to be a defective o2 mixer assembly. After replacing the o2 mixer assembly, the device was released back into use.